Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at device classified termination of events, arrhythmia appears to continue due to possible undersensing on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.